Event description:
The customer reported that the display was not working.

Manufacturer narrative:
The customer reported that the display was not working. The unit was evaluated at philips, and the reported issue verified. Replacing the control pca resolved this issue. We are considering this a malfunction of the control pca.